Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged unspecified alarm and unexpected battery power loss or replace battery alert/replace battery now alarm found on (B)(6) 2021. Device was received with a blank display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test due to blank display. Unable to generate power management graph due to blank display. Unable to download history files and traces using thus due to blank display. Device was cut open to perform visual inspection and found no corrosion or moisture damage found on the electrical board 1, electrical board 2, force sensor, motor or vibrator assembly noted. The original electrical board 1 was installed and swapped out with a working test electrical board 2, case, internal battery and motor. Powered the insulin pump on using the battery simulator and a blank display noted. The original electrical board 2 was installed and swapped out with a working test electrical board 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and a critical pump error (open book image) alarm noted. The original electrical board 2 was re-installed and swapped out with a working test electrical board 1, case, internal battery and motor. Powered the insulin pump on using the aa 1.5 volts battery and continued download. Blank display was confirmed, problem isolated on the electrical board 1. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm and pump error 35 alarm confirmed in the formatted history file on (B)(6) 2021 10:41:49.000. Perform brush cleaning with the isopropyl alcohol the moisture damage areas and reinstalled the original electronics, case, internal battery and motor. The critical pump error occurred during testing. In conclusion, critical pump error (open book) and pump error 35 alarm found in the formatted history file due to problem isolated on the electrical board 2. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No unexpected battery power loss or replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were also noted during visual inspection: a pillowing keypad overlay and a scratched case. Unable to download history files and traces was confirmed. Blank display was confirmed, problem isolated on the electrical board 1. However, a test electrical board 1 was used and continued download. Critical pump error (open book image) alarm and pump error 35 alarm was confirmed, problem isolated on the electrical board 2. Unexpected battery power loss or replace battery alert/replace battery now alarm was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump switched off after alarm signal. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.